Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the report of infection and the device could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient exhibited symptoms of systemic inflammatory response syndrome and necrotic tissue was observed at the driveline exit site. An incision and drainage procedure was performed and cultures from the exit site were positive for (B)(6). The patient was treated with parenteral ceftolozane-tazobactam for 22 days. The infection reportedly was resolved as of (B)(6) 2016 and the patient was discharged on (B)(6) 2016. No additional information was provided.